Event description:
A surgeon reported having a pt that was almost emmetropic shortly after intraocular lens (iol) implant surgery two years ago who has developed increasing hyperopia in connection with astigmatism inversus since the procedure. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4).